Event description:
The plaintiff's atty alleged that the patient experienced a sudden cardiac event and subsequently expired the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated w/this event.